Manufacturer narrative:
D.4. The reported lot# [2309132]was not found for the reported catalog# [10013902]. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris smartsite low sorbing set became detached at the lock resulting in a chemo spill. . The following information was provided by the initial reporter: complaint category: fail to function / defective. Incident date: (B)(6) 2023. Details of complaint (reported issue): the complaint was that the lock at the end of the set detached resulting in a chemo spill. Other units of the same lot were checked and they found the same result. Problem frequency: a few times. Patient injury: no